Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Customer called experiencing error code 240.4150 on their 8100 sn: (B)(4). Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: when asked, customer stated they had not performed the analog sensors test. After performing the test, the bottle side voltage was at 4.9 volts, and it should be,99 volts. Recommended the customer replace the bottle side pressures sensor. When asked, customer stated both pressure sensors were completely black. Recommended the customer change the patient side pressure sensor as well with the silver disk in the middle. Customer will replace both pressure sensors. Ended call.